Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 had failed and required maintenance. The field service engineer (fse) troubleshot the issue with cubies on the pyxis that were experiencing problems. It was found that the customer had been loading kits inside the cubies, and the tabs securing the kits were preventing the cubie lids from closing properly. The fse inventoried the entire station and placed the kits upside down so that the tabs did not cause failures. After these actions, all components functioned properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 failed and required maintenance. Customer tried reboot and recovered, unplugged and plugin the power cable, opened the back panel and checked but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.